Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. No product or data logs were returned. Based on the clinical information provided, subarachnoid hemorrhage occurred on the patient with the cause and the date of original occurrence being unknown. The cause of the stroke issue was most likely patient condition related and unknown relation with insufficient clinical/log review.

Event description:
The user facility reported a 77-year-old female patient on impella cp support had experienced a subarachnoid hemorrhage. A definitive cause is unknown, but it was believed to have been caused by anticoagulant therapy. Per medical staff, they could not disassociate the use of impella cp from the adverse event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿